Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during dwell 5 of 6. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power to clear the alarm. The hp ended the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.